Event description:
Additional information was received. As per reporter, the tear was performed by the instrument during decompression.

Manufacturer narrative:
Additional information was received. As per reporter, the tear was performed by the instrument during decompression.

Manufacturer narrative:
No product has been returned for investigation as no product malfunction has been alleged. No radiographs or images to confirm the reported event. Review of the reported information suggests intra-operative surgical technique may have contributed to the alleged event. Labeling review: potential adverse events and complications "as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves" "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra, neurological, vascular or visceral injury, metal sensitivity or allergic reaction to a foreign body, infection, decrease in bone density due to stress shielding, pain, discomfort or abnormal sensations due to the presence of the device, nerve damage due to surgical trauma, bursitis, dural leak." No product malfunction alleged.

Event description:
On (B)(6) 2019, patient underwent a surgical extreme lateral interbody fusion (xlif) procedure at l4 to l5 vertebral levels. During the procedure, a dural tear occurred. The dural tear was repaired and the procedure was completed without any reported issues. No revision procedure is planned at this time.